Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that prime history is inaccurate because it showed 12 primes on (B)(6) 2013 and he states he only primed 2-3 times, and the patient is concerned that the pump is priming on it's own. He also stated that his blood glucose was in the 50-60 mg /dl range on the (B)(6) 2013, with no symptoms: he treated himself by eating carbohydrates and did not contact a health care provider. This complaint is being reported due to the allegation that the prime history in the pump is inaccurate. The bg excursions do not meet the criteria for an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s black box showed no activity outside of normal use observed other than a manual time change on (B)(4) 2013 from 7:22 pm to 7:22 am. The total daily doses added up correctly and met the user¿s programmed basal rates target. The pump¿s prime history showed multiple daily prime operations and the pump was found to display the appropriate alert ¿remove set from body¿ before each prime attempt. The pump was exercised for 24 hours with no alarms. Periodic boluses were executed using the normal, ez carb, ez bg and combo settings. The history accurately recorded each bolus. The pump passed a 29 hour flow accuracy test. The pump was opened and no damage or moisture ingress was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.